Event description:
Customer woke up and took a blood glucose reading and received a result of 158mg/dl. The customer ate breakfast and went for a walk. When the customer returned home customer was putting away clothes, customer later woke up in the hosp sweaty. Paramedics had been called and they tested with their device and received a result of 22mg/dl and the customer's device reading was 148mg/dl. At the hosp they recieved a result of 44mg/dl. Emt's gave insta-glucose gel. The customer was monitored 3 hours in the hosp until blood glucose level stabilized. No controls were being used. A request was made for the return of the suspect device a replacements were sent.